Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low pacing impedance measurements associated with a lead safety switch (lss) indicator. Additionally, ventricular tachycardia (vt) events were generated due to electrogram noise resulting in atrial pacing inhibition when the device was programmed to ddd mode. The health care professional (hcp) had questions concerning pacing mode and whether a programming change would prevent pacing inhibition in the atrium as this patient is atrial dependent. Boston scientific technical services (ts) discussed programming options. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.